Event description:
When the needle was inserted, it went through the vessel. The nurse felt resistance and tried to pull back but the guidewire was kinked which lead to the needle shearing off. This patient was sent to another facility and the piece was left in the arm as they thought it was subcutaneous and would not cause problems.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred and a piece remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complaint.